Manufacturer narrative:
The reported event for lead insulation damage was not confirmed. As received, a partial lead including the connector portion was returned in one piece. Visual inspection of the lead revealed no anomalies except for damages consistent with procedure damage. Furthermore, electrical testing was performed and did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a unrelated procedure, insulation damage was noted on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. The patient experienced no adverse consequences.